Event description:
Our affiliate in the (B)(6)received and email dated (B)(6) 2013, which was read on monday (B)(6) 2013. The email stated "my wife was using your contact lenses and as she was putting them in they have cut her eye, I had to take her to the hospital where she was in over night..." The consumer has not responded to multiple attempts to contact by email. We will continue to attempt to contact this consumer for medical and product info. No name or phone number was provided. The product was not provided. This is being reported due to the report of hospitalization. If additional info is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise mgmt review meetings.

Manufacturer narrative:
Device unk. Code: device not returned. No eval will be performed. No conclusions can be drawn.